Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was observed that perforation occurred and quickly developed into effusion and cardiac tamponade. Emergency sternotomy was performed. The procedure was completed not using a right ventricular lp on (B)(6) 2026. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.